Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was stuck on a motor error alarm that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked case near a display window corner, cracked reservoir tube lip, and a cracked reservoir tube. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm was noted on the history screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that every time she tried to deliver insulin, the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The insulin pump alarmed motor error more than once. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.